Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and loss of capture (loc) on this left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device system remains in service.